Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device: 1 year, 4 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to a driveline infection. The type of bacteria was not disclosed. The patient was treated with unspecified IV antibiotics. No further information was provided.

Manufacturer narrative:
The explanted device was returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. The evaluation of the returned lvad pump did not reveal any deposition inside the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was subsequently reported by the vad coordinator that the patient was status post craniotomy for the intracerebral hemorrhage (ich) on (B)(6) 2015 and an admission on (B)(6) 2015 for a punctate cerebellar hemorrhage. The patient underwent a second pump exchange on (B)(6) 2015 as her cerebellar hemorrhage was thought to be due to an embolic events associated with pump thrombus. That post-operative course was complicated by wound dehiscence requiring wound vac.

Manufacturer narrative:
Additional / corrected information. The referenced first pump exchange was reported under medwatch MFR report #2916596-2014-01015. The additional historical patient information was not previously reported to the manufacturer. (B)(4). The device evaluation was provided in follow-up #1 for this medwatch MFR report #2916596-2015-02021. The evaluation of the returned lvad pump did not reveal any deposition inside the pump. The instructions for use lists infection, bleeding, stroke and thromboembolism as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system.

Event description:
Clarification of event history: it was originally reported on 09/30/2015 that the patient underwent a pump exchange on (B)(6) 2015 due to a driveline infection. However, information received from the vad coordinator on 05/31/2016 provided the following history of events: the patient was originally implanted with an lvad on (B)(6) 2012. On (B)(6) 2014 the patient underwent a pump exchange for suspected thrombosis. The patient experienced septicemia with corynebacterium in (B)(6) 2015, multiple driveline infections with an unspecified start date and unspecified organism(s), a right lower extremity arterial embolism positive for corynebacterium, and recurrent urinary tract infections requiring suppressive antibiotics on (B)(6) 2015 the patient suffered a right frontoparietal intracerebral hemorrhage in the setting of lovenox administration requiring a craniotomy. On (B)(6) 2015 the patient experienced a punctate cerebellar hemorrhage. The pump exchange on (B)(6) 2015 was reportedly performed as the cerebellar hemorrhage was thought to be due to an embolic event associated with pump thrombus. The patient¿s course post-exchange was complicated by wound dehiscence requiring wound vac therapy.